Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during fill while the patient was connected. During trouble shooting there was nothing found that could have caused or contributed to the leak. The patient stated there was water coming from the cassette door; the cassette was wet when they removed it from the homechoice device. The patient restarted with new supplies and had been able to complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.